Manufacturer narrative:
(B)(4).

Event description:
It was reported that the jaws of the applier got bent during a laparoscopic hepatectomy. Therefore, it was replaced with a new one. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2019 . Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly and the drive rod end that engages the jaws is also bent/damaged. Further evaluation shows that the laser engraving and positioning of the outer tube assembly to the knob assembly is rotated 180 from where it was when this instrument was shipped to the teleflex distribution center signifying that the endo flush port has been removed and reinstalled with the tube assembly in the incorrect position. We are unable to determine what caused the tips of this device to be loose and misaligned and for the jaw pivot pin to be pushed into one side of the damaged/bent outer tube assembly and drive rod but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier got bent during a laparoscopic hepatectomy. Therefore, it was replaced with a new one. The applier was purchased by the hospital within (B)(4) year.